Event description:
It was reported that: "the cuff could not be inflated during pre-test."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "the cuff could not be inflated during pre-test.".

Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: visual inspection was conducted on the received sample and based on the inspection we did not find any abnormalities. The dimension of the side arm insertion in the air lumen of the tube was reviewed using magnified dino-lite digital microscope camera. Upon review it was found that the dimension of the side arm insertion comply with the instruction from the standard production method as the insertion is not greater than of the expanded air channel. The cuff pressure of the actual returned sample was inflated to 25mbar by using calibrated endotest and was then deflated to see its ability to deflate. Based on the results of the test conducted, it was observed that the cuff could not be inflated while the pilot balloon can be inflated. It is suspected that there is blockage of airline at side arm insertion area. We then tested the returned sample by inserted blue dye into the air lumen through the pilot balloon. The blue dye could not pass through the side arm. Therefore, to confirm on the assumption of airline blockage that causing the tube to be unable to inflate and deflate we have then cut the side arm pilot and then inserted a wire into it to observe the condition of the air lumen. We have found that the wire can only inserted into side arm and side arm insertion area but could not further inserted into the air lumen which indicate a blockage in the air lumen at side arm insertion area. The device history record for lot 40e23l3714 was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. Based on the investigation, the defect mode of cuff could not be inflated and deflated balloon, matches with complainant report as we found issue of blockage airline on the returned sample. According to standard production method the tube that having difficulties and could not inflate or deflate will be rejected as it not meeting the requirement as per the quality assurance specification. Consequently, this complaint is confirmed and verified as related to manufacturing. Further investigation and corrective actions will be addressed through a non-conformance (nc) process.